Event description:
It was reported that the patient's pain began approximately one month after the implant. He was given steroid shots to relieve the pain. He eventually had a second surgery to release the tendons to provide relief from the pain. The patient states that the procedure did not relieve his pain. He recently had a doctor's appointment on (B)(6) 2012. The doctor said all his blood levels were elevated. His MRI showed anomalies in the hip area. His surgeon states that he will need a revision surgery as soon as possible.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.